Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, blushing, allergic episode, induration, pain, inflammation, erythema, peeling, cellulitis, and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Due to presence of lidocaine, the combination of juvéderm® volbella¿ with lidocaine with certain drugs that reduce or inhibit hepatic metabolism (cimetidine, beta-blockers, etc.) Is not recommended." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected on (B)(6) 2017 to the nasolabial and marionette lines with juvéderm® volift¿ with lidocaine and to the lips and dark circles with juvéderm® volbella¿ with lidocaine. On (B)(6) 2017 patient woke up with left subpalpebral edema and blushing. The next day patient woke up with same symptoms on the right side. That evening patient called a home physician and was diagnosed with an allergic episode. Patient was treated with intramuscular dexamethasone and prescribed desloratadina for 10 days. Two days later patient¿s edema decreased during the day. The next morning patient started with edema, without blushing, in lower 1/3 right lip angle with induration and mild pain on palpation. Patient went to the emergency department. Upon review patient had edema in the lower left eyelid and inflammation in the right eyelid, associated with mild erythema on the cheeks and edema in the right hemiface including mandibular region, where patient also reported induration and mild pain. Erythema is observed in malar region with fine peeling. Patient also has pain on inner side of right cheek without lesion or drainage points. Patient was given piroxicam. Blood tests were performed and results were normal. Patient was diagnosed with cellulitis and prescribed cefalexina and nimesulida. Patient later sent the injecting physician photos of the events and the physician diagnosed the patient with an allergic episode related to the product, because symptoms were located at the injection sites. Physician requested an additional prescription with desloratadina, which had been suspended by the emergency department. The next day patient underwent a clinical exam and upon review had malar blushing, mild edema, upper lip edema without blushing, edema with blushing and mild heat at lower 1/3 cheek level, anterior part, with slight induration of soft tissue. No nodule was palpated and palpation is not painful except at the right cheek level. Rest of clinical exam was normal. Symptoms are ongoing. Patient was taking carvedilol and losartan for their hypertension at the time of injection. Patient is currently taking escitalopram as well as meloxicam almost daily for the past month due to pain. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00411 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: intermittent edema is ongoing at the cheekbones and marionette lines. There is also edema predominantly in the lower eyelids and occasional edema in the lips "in about four occasions especially in the superior". Symptoms are milder than before with 50% improvement.

Event description:
Symptoms resolved approximately 6 months post injection.